Event description:
On (B)(6) 2019, the lay user/ patient contacted lifescan (lfs) USA alleging that his onetouch ultra2 meter was reading inaccurately high compared to his feelings and/ or normal results. The complaint was classified based on customer service representative (csr) documentation as well as additional information obtained by the medical surveillance specialist (mss) during a review of the original call recording. The patient reported that the alleged product issue has been occurring for some time as he alleges he feels the subject meter has been reading inaccurately high for ¿around four months¿ compared to his feelings and/ or normal results. Meter to feelings normal results comparisons do not meet the criteria necessary or lfs to determine the possibility of an inaccuracy. The patient manages his diabetes with metformin (dose not specified) and humalog insulin (self-adjuster) and he reported that, because of the alleged product issue, he was taking increased doses of insulin over the period that the alleged product issue was occurring. The patient stated that these increased doses of insulin caused him to develop the symptoms of feeling ¿very lethargic and tired¿. He denied receiving any treatment for these alleged symptoms beyond his usual routine of diabetes management and care. The patient reported that on (B)(6) 2019, he attended hospital due to a medical condition unrelated to his diabetes. He reported that while he was in the hospital his blood glucose was tested ¿several times¿ on both his onetouch ultra2 meter and on an unspecified ¿hospital meter¿ and that these results were compared. The patient alleged that on each of these occasions the subject meter provided results that were ¿80 ¿ 100 points higher¿ than the hospital meter. He gave details of one such occasion where the subject meter provided the result of ¿270 mg/dl¿ and the hospital meter gave a result of ¿145 mg/dl¿ within ¿30 minutes¿ of each other. Meter to other meter comparisons do not reasonably suggest a malfunction has occurred. There can be no presumption as to which meter¿s reading is erroneous as the comparison has not been made to a calibrated reference method. During troubleshooting, the csr verified that the subject meter¿s unit of measure was set correctly at the time of testing. The csr also verified that the patient had been storing his test strips incorrectly (not in their original container) and that he had been combining different vials of test stirps. Replacement products were sent to the patient. This complaint is being reported because the patient reportedly developed symptoms suggestive of a serious injury adverse event after taking increased doses of insulin due alleged inaccurately high results obtained with the subject meter.